Event description:
A customer reported that multiple cartridges failed while attempting to load a new cartridge, and an unspecified error message appeared. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the issue might be caused by a previous cartridge's o ring obstructing the pneumatic tap and provided guidance on cleaning it. The customer planned to check the pneumatic tap during future cartridge loading but declined further troubleshooting.